Event description:
A surgeon reports that three years following bilateral intraocular lens implant surgery, a pt reported decreased vision. Upon examination, glistenings were observed on the lenses. The pt's vision was improved with a yag laser procedure, and the surgeon reports the pt outcome as "good." There are two mdrs associated with this event: right eye: MDR #1119421-2007-00542; left eye: MDR #1119421-2007-00543.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history indicate the product met release criteria. There have been no other complaints reported in the lot. Additional information was requested 11/19/2007 and 11/20/2007 by mail, fax and phone. A completed questionnaire was received 11/21/2007.